Event description:
Boston scientific received information that pacemaker was explanted for concerns of premature battery depletion. The pacemaker was implanted for two years. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is not available for return. Should additional information become available, this report will be updated.